Manufacturer narrative:
(B)(4). Concomitant devices - persona stemmed cemented tibial component left size f catalog #: 42532007501 lot #: 64243006, persona tapered cemented stem extension 14mm catalog #: 42557000114 lot #: 64229134, unknown persona articular surface catalog #: ni lot #: ni, unknown patella catalog #: ni lot #: ni report source: (B)(6). (B)(4). Visual examination of pictures provided confirmed that the devices had been removed. Radiographs reviewed identified radiolucency along the bone cement interface of the femoral and tibial components, suggesting a small to moderate joint effusion. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2022-00113, 0001822565-2022-01239.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address aseptic loosening approximately three (3) years post-operatively. Attempts have been made, however, no additional information is available at this time.